Event description:
This device was used in a surgical case to staple bowel. Reporter states: there was a problem with the eea stapler in that the tension detection did not work. The needle did not move into the tension zone at all. The stapler was attempted to be fired but the stapler did not discharge any staples. The stapler was removed from the rectum. A baker style anastomosis was attempted to be created at this point and the eea stapler was attempted to be fired again, however it seems there was too much tension on the anastomosis end and the stapler did not fire properly. Because of the long duration of the procedure it was decided the patient would remain intubated and go to ICU. The manufacturer rep was contacted and will pick up the two contaminated staplers and packaging using proper technique for biohazard transport.